Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The irritation was under the front therapy electrode pad and had no open wounds. During a follow up, the patient reported that the irritation had improved after using lotion given to him while he was in the hospital.